Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 483 mg/dl. The customer treated with the pump. The customer stated that the cannula is bent. The customer stated that the site location is the abdomen. The customer stated that the bent cannula occurred after high blood glucose readings. The customer did not have issues with the tape not adhering. The customer was advised to change the infusion set. The customer was advised to return the set for analysis. The customer declined to troubleshoot for high readings.